Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the pin/wire detaches from the pin driver attachment. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: review of the most recent repair record determined the unit failed tool holding due to an active locking issue. The unit was returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.